Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the wake button was observed to be unresponsive. The customer's blood glucose (bg) was 117 mg/dl. The wake button responded when the customer pressed the button with more force. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, the button issue could not be identified.